Manufacturer narrative:
Combination product: yes.

Event description:
Patient was rushed to emergency room with pacemaker loss of capture. On interrogation report shows rv lead polarity switch to unipolar with lead impedance more than 2000 ohm and ventricular capture control failure. The lead was capped. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The provided data was analysed. A bipolar rv lead failure was detected on march 2, 2025, at 03:54 am, which triggered an automatic switch to unipolar pacing mode. During device interrogation at 11:39 am, both ventricular lead impedances were found to be above 2200 ohms. However, at 11:44 am, repeated manual impedance measurements of the rv lead showed normal values. The significantly elevated impedance observed earlier explains the increased pacing threshold and the resulting intermittent loss of capture. It is likely that the unipolar path in the ventricle is intermittently presenting high impedance, possibly due to a mechanical issue such as an incompletely tightened screw in the ventricular connector. However, radiographic imaging revealed no abnormalities, and the leads appeared to be fully inserted in the header. The ram dump data from april 12, 2025, showed normal battery status and lead impedance values. Specifically, the rv unipolar impedance was recorded at 409.5 ohms and the rv bipolar impedance at 663 ohms. There were no indications of any malfunction of the pacemaker device. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the devices themselves become available for analysis, the investigation will be updated.